Manufacturer narrative:
The event date is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's ipg had become superficial at the pocket site. In turn, the patient's ipg was explanted/replaced (electively by the patient) and their ipg pocket site was revised to address the issue.